Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller is certain the infusion set had become blocked, as no insulin could go through the tubing or drip out of the end of the cannula. No occlusion error occurred on the pump at the time. No adverse event alleged. A request was made for the return of the device.